Event description:
As stated by the customer on (B)(6) 2012: ergo-therapist of customer called for advice for the use of the bolero shower trolley with the bath. After further questioning it appeared that an incident had occurred at an earlier date in which a client had fallen from the trolley into the bath. No injury occurred to resident or caregiver. To gather further information, an on-site visit will be planned to make up the evaluation report. After receipt of the report, more information will be known and further investigation can be performed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #9611530). Additional information will be provided following the conclusion of the manufacturer's investigation.